Event description:
The reflexion catheter is packaged as a bidirectional steerable electrophysiology catheter. However, the doctor operating the device could only turn or steer the device in one direction.